Manufacturer narrative:
The following changes were mistakenly omitted from the report submitted on 08/24/2018. Lot: 236352. The device history record (DHR) of lot number 236352 could not be reviewed, as the quality operations team was unable to locate the physical DHR file. An internal corrective action has been opened to investigate and address this issue. (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: right mentor smooth round moderate profile 550cc saline prosthesis, catalog: 3501680, lot: 231679. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) patient who underwent primary breast augmentation with mentor smooth round moderate profile 550cc saline prostheses began feeling ill in 2005 to present. In 2009 she gained (B)(6) within 6 weeks. The patient also reported hair loss, skin and face breakouts, joint pain neck pain, bone spur development on neck and back and a rash. The patient also reported that her thyroid t3 and t4 gone. The right implant is high and the left implant is lower, saggy, and larger. The patient did not report any revision procedure and the devices are still implanted. This report is for the left breast prosthesis.